Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Recall: 1627487-12192011-003-r sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been without stimulation due to failure to charge her scs system for approximately a year. Reportedly, the patient programmer displayed an error message and was unable to communicate with the ipg. As such, the device was deemed inoperable. Consequently, surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model which resolved the issue.